Event description:
A complaint was received from a customer that stated when they use excel off brand reagent the customer received erratic results. The customer stated that during a recent comparison their elite system a result of 160mg/dl while their physicians meter (method unk) gave a result of 335 mg/dl. The difference between these readings could be clinically significant. While on the phone a review the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide support the use of an offbrand reagent.